Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding that insulin pump's retainer ring was damaged, missing or broken from the attorney of the family. The information received on (B)(6) 2022. Attorney reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.